Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with vault suspension, abdominal sacral colpopexy and posterior vaginal repair due to mixed urinary, large rectocele, symptomatic pelvic prolapsed and fecal incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion patient experienced pain, infection, urinary problems, bowel problems, fistulae, recurrence and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent abdominal sacral colpopexy with mesh and posterior vaginal repair. It was also reported that following insertion patient experienced pain, infection, urinary problems, bowel problems, fistulae, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal pain, dysuria, urinary frequency, urgency, vaginitis, and urinary incontinence. It was reported that patient underwent multiple hernia repair surgery.